Event description:
Reporter indicated that vns pt has experienced bradycardia and sleep apnea for approximately 2 1/2 months, neither of which correspond with device stimulation. The bradycardia was reportedly shown on an apnea monitor. It was reported that the pt's heart rate fluctuates to as low as 20bpm. Cardiologist evaluation concluded that there was nothing wrong with the pt's heart. Cardiologist reportedly believes that the pt's seizures are affecting their autonomic nervous system and does not believe that the reported events are related to the vns therapy. Sleep study showed no changes in eeg during vns stimulation. Sleep study investigators reportedly do not believe that the pt's apnea is vns related. The pt's family member also reported that approximately two weeks after the start of the bradycardia and apnea, family member noticed cyanosis on one side of the pt's body during a seizure. The pt's family member had previously reported bruising at the generator site two days post-implant, at which time the pt was seen in hospital emergency room due to swelling and extreme pain at the generator site (reference medwatch report 1644487-2004-00247). There is no previous history of easy bruising by the pt. It was believed at that time that the pt had developed a seroma or hematoma. The pt was prescribed pain medication and antibiotics, but there was no infection. Investigation to date has been unable to determine whether the recent report of cyanosis is related to the previous report of ecchymosis.